Manufacturer narrative:
The customer confirmed the issue was "resolved by itself." No further customer complaints were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc were acceptable before patient testing. The investigation is ongoing.

Event description:
The initial reporter received questionable iron gen.2 results for one patient tested on a cobas integra 400 plus. The patient¿s initial result was not reported outside the laboratory. The customer performed repeat testing with the patient¿s sample for confirmation. The patient¿s initial iron result was 1.39 ug/dl. The patient¿s repeat results were 14.75 ug/dl and 23.27 ug/dl. The customer performed repeatability testing with the patient¿s sample and the results were 11.04 ug/dl, 18.89 ug/dl, 22.91 ug/dl, and 19.45 ug/dl. All of the patient¿s iron results were associated with a data flag. The customer determined the 23.27 ug/dl was correct, and the result was reported outside the laboratory. Iron reagent lot number was 47882501 with an expiration date of 31-may-2021.